Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal fentanyl 20 mcg/ml at 1 mcg/day via an implantable pump for unknown indications for use. It was reported that the patient was scheduled for a routine prophylactic pump replacement due to elective replacement indicator (eri) <10 months. On (B)(6) 2024 the patient was reporting suboptimal pain. The physician performed a catheter access study, which was negative for return of cerebrospinal fluid (csf). Additionally, the patient had been endorsing discomfort at the pocket site due to the pump being too close to her left hip so the plan was to also relocate it to the left abdomen today. Environmental/external/patient factors that may have led or contributed to the issue included history of a previous catheter revision on (B)(6) 2022 {refer to manufacturing report #3004209178-2022-07008 regarding the catheter revision}. Diagnostics/troubleshooting taken included a negative catheter access study on (B)(6) 2024. Plain film x-rays were also completed on (B)(6) 2023 which demonstrated that the catheter tip was at t8. Actions/interventions taken included the patient being taken to the operating room (or) today ((B)(6) 2024) and placed in a lateral position. The physician first started by opening up the existing pump pocket and dissecting down to the existing proximal segment and pump. Both were removed and placed on back sterile table. The physician then proceeded to open up the midline lumbar incision and down to the existing catheter. At this time, he noted that there was a collet that was turned at a 90° angle within the spine segment that was likely causing the catheter obstruction. He subsequently decided to replace the catheter in its entirety. The patient was given a new 8780 which was placed at t8. The hcp then proceeded to create a new pump pocket in the left abdomen. The new catheter was then tunneled to the new pump pocket and connected to the new proximal segment and pump. The physician then aspirated from the catheter access port before and after placing the pump in the new pocket with positive return of csf. Incisions were then irrigated and closed. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The rep stated that the new catheter was unturned. The implanted length was 114.3 cm and the volume was 0.251 ml. The patient's intrathecal dosing and drug concentration were reduced to prevent symptoms of toxicity/overdose when restarting the intrathecal infusion. The pump was previously filled with fentanyl 60 g/ml and bupivacaine 30 mg/ml. The previous dosing was fentanyl 5 g/day and bupivacaine 2.5 mg/day. The old catheter was explanted in its entirety and replaced with a new 8780. The patient's weight was provided and medical history included lumbar radiculopathy and chronic neuropathic lower extremity pain.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2024 product type catheter; pro duct ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-mar-2020, UDI#: (B)(4) ; product ID: 8782, serial/lot #: (B)(6), ubd: 04-jun-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.